Event description:
A nurse reported that a leaky cassette caused a system message to display, which required a system restart during a procedure. The fluid appeared to have come out of the drain pump elastomer; there was almost no fluid in the drain bag, despite several minutes of aspiration. The system was reprimed with a new pack and the case was able to be completed with no further issues. There was no harm to the pt.

Manufacturer narrative:
A sample is expected, but has not yet been received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).